Event description:
The device was used during a laparoscopic nissen procedure. Reportedely, the instrument was difficult to close and did not cut. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.